Event description:
It was reported the pt experiences discomfort at the ipg site due to ipg pocket location. The physician plans to take surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.